Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information and details were received. It was stated that the camera was not connected in the cranial application by seeing the cross over the icon of the camera in the cranial application. It was noted that first re-installing the application temporarily resolved the issue.

Manufacturer narrative:
Additional information: it has been determined that manufacturer report # 1723170-2019-01290 is a duplicated report of manufacturer report # 1723170-2019-00976. Any additional information will be captured in manufacturer report # 1723170-2019-00976. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system¿s camera was not connected. This issue occurred in an empty operating room (or) outside of a procedure. A medtronic representative (rep) visited the site in the evening to check the system and observed this issue. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There were no failures found with the system and it passed the checkout. If information is provided in the future, a supplemental report will be issued.